Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 09sep2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen luxura hd "could not push insulin out." The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a male patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin, specific type not provided) via reusable device (humapen luxura half dose), at an unknown dose and frequency, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date. On an unknown date, while on human insulin therapy, he had blood glucose (result, reference value and unit was not provided) due to which he was hospitalized on an unknown date. He was discharged on an unknown date. His humapen luxura half dose needle had the condition that the liquid medicine did not come out (specific broken condition and time of the occurrence of the failure were unknown) (pc number (B)(4); lot unknown,). He stopped taking human insulin as the problem of the humapen luxura half dose needle did not need to be dealt with. His injection pen (green) could not push insulin out. Information regarding further hospitalization details, corrective treatments, event outcome and current status of human insulin therapy was not provided. Because the humapen luxura half dose needle was broken, the he stopped taking human insulin according to the doctor advice, and he changed to use oral drug to control blood glucose. On an unknown date, blood glucose was very normal and was 8.0 (fasting or postprandial was unknown). Follow up would not be possible as reporter refused to be followed up and physician contact information was not provided. The operator of the humapen luxura half dose was patient himself and his training status was not provided. The general humapen luxura half dose model duration of use and suspect humapen luxura half dose duration of use was not provided. The action taken with suspect humapen luxura half dose was not reported. The humapen luxura half dose device associated with product complaint (B)(4) was not returned to the manufacturer. The initial reporting consumer did not provide the relatedness of the event with human insulin therapy and humapen luxura half dose. Update 14-aug-2020: this case was determined to be non-valid as there was no identifiable valid adverse event. Information received on 07-aug-2020 and 10-aug-2020 was processed at the same time. Update 18-aug-2020: all additional information received from the initial reporter and local rcp via psp on 10-aug-2020 and 17-aug-2020 was processed together. The status of human insulin was reported as stopped due to the humapen luxura hd issue. The case still remains non valid as no identifiable valid adverse drug event was reported at this time. Update 26-aug-2020: this case was initially determined to be non-valid (no identifiable valid adverse event). Additional information received from the initial reporter via the psp on 18-aug-2020 and 20-aug-2020, which contained a valid event. Added one serious event of blood glucose increased (criteria of hospitalization). Added a laboratory data and updated humapen luxura half dose to suspect device from concomitant device. Updated narrative with new information received. Edit 28aug2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 01-sep-2020: upon review of information received on 18-aug-2020 added european/canadian (EU/ca) field. No other changes were done into the case. Update 09sep2020: additional information received on 03sep2020 and 08sep2020 from the global product complaint database processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the humapen luxura half dose device (unknown lot) associated with product complaint (B)(4) which was not was not returned to the manufacturer. Updated unique identifier number on device tab and manual case priority level on general tab. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a male patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin, specific type not provided) via reusable device (humapen luxura half dose), at an unknown dose and frequency, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date. On an unknown date, while on human insulin therapy, he had blood glucose (result, reference value and unit was not provided) due to which he was hospitalized on an unknown date. He was discharged on an unknown date. His humapen luxura half dose needle had the condition that the liquid medicine did not come out (specific broken condition and time of the occurrence of the failure were unknown) (lot: unknown, pc number: (B)(4). He stopped taking human insulin as the problem of the humapen luxura half dose needle did not need to be dealt with. His injection pen (green) could not push insulin out. Information regarding further hospitalization details, corrective treatments, event outcome and current status of human insulin therapy was not provided. Because the humapen luxura half dose needle was broken, the he stopped taking human insulin according to the doctor advice, and he changed to use oral drug to control blood glucose. On an unknown date, blood glucose was very normal and was 8.0 (fasting or postprandial was unknown). Follow up would not be possible as reporter refused to be followed up and physician contact information was not provided. The operator of the humapen luxura half dose was patient himself and his training status was not provided. The general humapen luxura half dose model duration of use and suspect humapen luxura half dose duration of use was not provided. The action taken with suspect humapen luxura half dose was not reported and its return was not expected. The initial reporting consumer did not provide the relatedness of the event with human insulin therapy and humapen luxura half dose. Update 14-aug-2020: this case was determined to be non-valid as there was no identifiable valid adverse event. Information received on 07-aug-2020 and 10-aug-2020 was processed at the same time. Update 18-aug-2020: all additional information received from the initial reporter and local rcp via psp on 10-aug-2020 and 17-aug-2020 was processed together. The status of human insulin was reported as stopped due to the humapen luxura hd issue. The case still remains non valid as no identifiable valid adverse drug event was reported at this time. Update 26-aug-2020: this case was initially determined to be non-valid (no identifiable valid adverse event). Additional information received from the initial reporter via the psp on 18-aug-2020 and 20-aug-2020, which contained a valid event. Added one serious event of blood glucose increased (criteria of hospitalization). Added a laboratory data and updated humapen luxura half dose to suspect device from concomitant device. Updated narrative with new information received. Edit 28aug2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 01-sep-2020: upon review of information received on 18-aug-2020 added european/canadian (EU/ca) field. No other changes were done into the case.